Event description:
"Inflammatory mass was easily removed. ...a blue prolene suture was seen, grabbed, cut and removed. Detailed examination revealed something that felt hard in that area so an allis clamp was placed and obtained a portion of the previous mesh that was used for vaginal sling. Another suture was seen and this was pulled away from the bone anchor."